Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to driveline fault alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 6 days ((B)(6) 2017 ¿ (B)(6) 2017, (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The driveline was connected the system controller on 06jan2022 at 16:40:17. Intermittent driveline fault alarms coincident with yellow wrench alarms were active beginning on (B)(6) 2022 at 16:59:09 and continued until the end of the log file on (B)(6) 2022 at 21:38:31. These alarms activated due to phase 3 being much lower than its counterparts, phase 1 and phase 2. Pump operation was not affected, and the alarms cleared shortly after activating. There were no other notable alarms active in the log file. Additional information provided on 15feb2022 stated that no product would be returned for evaluation. The root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications and shipped via customer order on 04may2015. Heartmate ii instructions for use (IFU) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The (B)(6) 2021 ventricular tachycardia and ablation is reported under MFR report #2916596-2022-00423. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00223. It was reported that the patient ran a self-test on their system controller on (B)(6) 2022 and their flow read as "---". They had never seen this reading before, so they panicked and exchanged their own system controller. The account reported that this controller exchange was unnecessary and performed at home without calling the ventricular assist device (vad) team. On (B)(6) 2022, unrelated to the controller exchange, the patient was admitted to the hospital for a cold that aligned with covid symptoms. An interrogation of their log files also found driveline fault alarms. The clinic had the patient move around their room and bend over multiple times in an attempt to re-activate the alarm; however, the alarm was not recreated. Technical services performed a review of the log files and confirmed the driveline fault had occurred on (B)(6) 2022 at 16:59 and 15 minutes after the patient exchanged their controller. Technical services requested that the clinic exchanged the patient's controller, again, to a pcx system controller and the driveline faults resolved. Upon the patient's admission on (B)(6) 2022, it was found that he had asymptomatic sustained ventricular tachycardia (vt). The patient was put on adenosine, which did not resolve the vt, so they cardioverted him, which also did not resolve the problem. His implantable cardioverter defibrillator (ICD) settings were changed and the patient continued on amiodarone. It was also noted that the patient had already had an ablation for vt in (B)(6) 2021. The patient was discharged on (B)(6) 2022.